Event description:
The clinician reports the implant was inserted (B)(6) 2024 in ada 14. On (B)(6) 2025, loss of osseointegration was verified. Patient presented with previous bone augmentation. No product was returned to the manufacturer. At the event the patient experienced: pain and mobility. No further patient complications were reported.